Manufacturer narrative:
Additional information has been received from the customer. This supplemental report is being submitted to provide this information as well as additional information based on the device evaluation and the legal manufacturer's final investigation. Correction to h4, the correct product receipt date should be 02-june-2023. The device was returned and an evaluation was completed for it. During inspection, olympus confirmed the reported event, there were varying colored images (purple/green) on the screen due to a defective cable unit. Additionally, there was a sharp dent at the distal end of the outer tube; however, this defect is not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it is likely the colored images appearing on the screen occurred due to a defective cable unit. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer provided additional information: there was no delay in the procedure. The procedure was completed with the same set of equipment.

Manufacturer narrative:
The device was returned to olympus for evaluation, however, device evaluation still pending and no results is available. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer returned the video telescope "endoeye high definition ii", to olympus repair center for evaluation of a red image that occasionally appears. The issue was found during an unknown therapeutic procedure. The procedure was completed successfully with the same set of equipment. There were no reports of patient harm.